Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient woke up in the rehabilitation center with loss of visus on (B)(6) 2017 and was transferred to the neurologic department of the hospital. International normalized ratio (inr) at time of admission was 3.8. Ischemic events left posterior and right medial were diagnosed, as well as hemianopsia to the right. Under heparinization the patient developed intracerebral bleeding left parietal, with right hemiparesis, aphasia, and neglect to the right. Anticoagulation drugs were changed on (B)(6) 2017. Target partial thromboplastin time (ptt) was in the 40 - 50 range. The hemiparesis resolved, however the hemianopsia to the right was still ongoing with impaired perception on the left. The patient remains hospitalized. No further patient complications have been reported as a result of this event.